Manufacturer narrative:
(B)(4).

Event description:
Aptus endoanchors were implanted prophylactically to prevent aortic neck dilatation. It was reported that during the implant procedure, one of the endoanchor was mis-deployed due to applier being pulled back incorrectly. The applier was pulled back prior to engagement of the endoanchor to the stent graft. The endoanchor was embedded in the vessel wall and stable at an unintended location. The physician stated that the mis-deployment was due to user error. No clinical sequelae was reported and the patient is fine.